Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion, guide cath: mach1 6fr fr4. The device was returned for analysis. The reported detached tip was able to be confirmed. The reported difficulty to position was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a 75% stenosed proximal right coronary artery. Pre-dilatation was performed with a 3.5 x 15 mm trek balloon catheter. During advancement of a 4.0 x 38 mm xience alpine stent delivery system, a guide wire was being backloaded through the tip of the delivery system when there was resistance. The guide wire was removed and the tip of the delivery system was found separated on the guide wire. Another 4.0 x 38 mm xience alpine stent was successfully deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.